Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin continued to be delivered from the pump and cartridge, even though and temporary basal rate of 0 percent was set. Reportedly, customer changed the cartridge to resolve the issue and insulin delivery was resumed. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.